Event description:
Patient was revised to address loose flexion/extension gap. The insert was spinning out due to "loose gaps." Poly wear was discovered intraoperatively.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records for reviewing and search the complaint database by manufacturing lot code was not provided. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated patient knee flexion and extension gap was a contributing factor. No conclusions could be drawn about the reported polyethylene wear or its possible relationship to the flexion/extension gap without the product to examine. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.